Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer alleges insulin pump was over delivering. Customer¿s low blood glucose was 86 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer was not using the auto mode feature. No harm requiring medical intervention was reported. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin delivery anomaly noted during testing. Device functioning properly during testing. (B)(4).